Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: pump boots up to 'verify' screen wit h functional display and auditory/vibratory alarm warnings. The pump blackbox suggested an unconfirmed empty cartridge warning at (B)(6) 2011 01:08. The pump entered a reboot cycle at (B)(6) 2011 12:09 until (B)(6) 2011 13:42. During investigation, pump accurately delivers 1 unit/hr for 24 hours without interruptions. No defects were found during investigation.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the animas insulin pump has a power issue. Reportedly, the screen on the pump goes blank and does not respond. There was no report of any symptoms or medical intervention that would suggest a serious injury. The patient is on a backup plan for diabetes treatment. During troubleshooting, the animas noted the following: the battery was replaced. The battery spring, threads and compartment is in good condition. This complaint is being reported as a malfunction due to the alleged power issue.